Event description:
During MRI exam of thigh and leg, patient received a suspected thermal burn to right thigh. Ice packs were placed with improvement. Later felt warm again and exam was terminated. Upon inspection the patient had a few spots to the inner thigh that was red and splotchy.